Event description:
It was reported via legal complaint that the patient allegedly experienced a hyperglycemic event. On (B)(6)25, the patient alleged that her dexcom g7 device failed to properly provide accurate cgm values. The complaint alleges that this directly affected the amount of insulin her tandem insulin pump delivered. The legal complaint reported the issue with her cgm device caused her to become hospitalized with diabetic ketoacidosis (dka), with a glucometer reading of over 600 mg/dl and a serum glucose level of 801 mg/dl. The legal complaint alleges hospitalization from (B)(6) 2025 to (B)(6) 2025. No further patient or event details were available, including any treatment details. No product was provided for investigation. Data in dexcom cloud was requested but is pending investigation at this time. If cgm data is received a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.